Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer and healthcare provider reported that the patient had not felt stimulation in one week. The patient stated that she was driving in her car and had to slam on her brakes after a kid ran into the side of her car. The patient stated she was not hurt but she pulled her back muscles when it occurred. The patient reported that she was feeling more pain because her ins was off due to battery depletion. The patient had been having recharging difficulties since (B)(6) 2015. The patient last felt stimulation in (B)(6) 2015 because the implantable neurostimulator (ins) was depleted and she ¿gave up¿ charging the ins. The patient reported difficulty maintaining the antenna over the ins. The patient stated recharging had been a challenge since implant and she was going to talk to her healthcare provider about a non-rechargeable ins implant instead. The device would only remain charged for a few hours. The device was noted to have discharged and was of no use. The patient felt that their battery was defective. It was noted that when the ins was working it gave the patient severe spasms in their upper and mid back. No trouble shooting was performed but an impedance check was done. It was noted that the patient had psych issues, depression, and addiction. The patient reported she had avascular necrosis in her right knee that causes her pain. The indication for use reported was spinal pain.